Event description:
A 6 mm diameter x 17 mm length extra support biliary plus stent was implanted into a patient for treatment of left renal artery stenosis on 2001. The stenosis is reported to be 80-90% with mild post-stenotic dilatation, and the patient's vessels were noted be excessively tortuous with severe calcification. The patient has a history of cystic degeneration of the right kidney, azotemia, hypertension, and atherosclerosis with a previous carotid endarterectomy. The physician reports that entry into the right common femoral artery led to a tortuous external iliac artery, which was occluded at the common iliac level. Access to the right femoral artery was abandoned. The left femoral access was also complicated by a tortuous, heavily diseased iliac system that required multiple wires and the glide catheters to gain access into the upper abdominal aorta. A pigtail catheter was placed in the upper abdominal aorta and a diagnostic abdominal aortagraphy was performed to visualize the origin of the left renal artery. Significant stenosis was found in the mid left renal artery. The primary and secondary branches of the left renal artery were identified. Abdominal aortagram confirmed complete occlusion of the right common iliac artery and diffuse, significant disease of the left iliac system. An attempt at delivering a 7 french sheath was successful in maintaining access to the left renal parenchyma. The tad-2 wire coiled in the primary branches and could not be used to deliver a stent across the lesion. Predilatation of the artery was performed with a 5 mm balloon. The first stent flared and dislodged off the balloon and maintained in the abdominal aorta. Left femoral access had to be upsized to a 10 french sheath in order to deliver a snare alongside the indwelling wire, thereby gaining control of the stent that was then brought back into the sheath and expelled. A second stent of the same model was inserted into an 8 french raabe sheath that was inserted into the now indwelling 10 french sheath, but the sheath could not be maintained at the origin or the renal artery. The second sheath was inserted without a sheath across the proximal renal artery. The second stent deployed as well, and repeat angiography confirmed patency of the proximal renal artery, with "complete obilteration" of the stenosis. Intraparechymal spasm was also observed and treated with nitroglycerin. The physician was reported to be concerned about the possibility of distal thrombosis, so retavase was administered over a 20-minute period. Because a 10 french sheath was used during the snaring procedure, the patient was brought to the operating room to have the femoral artery sutured shut. The patient suffered no clinical sequelae as a result of the reported event, and pt is reported to be fine. The stent and its delivery system were discarded by the hospital and will not be returned to medtronic ave.